Event description:
During a c.a.b.g, when the instrument was fired to ligate a vein, the clip fired sideways in the jaws of the instrument and actually cut the vein rather than ligated it. The surgeon had to go in and suture the hole in the vein closed before continuing with the operation. No serious consequence was reported at this time.